Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm in diameter fusiform thoracic aortic aneurysm. It was reported that four days post index procedure the patient had an elevated temperature. The patient was given medication and recovered. Three days later the patient was diagnosed with bronchitis. The patient was given medication and recovered. The physician stated that the event was not related to the study device or disease; however, it was related to the device procedure. The patient has a type ii endoleak caused by multiple intercostal vessels. No additional clinical sequelae were reported.

Manufacturer narrative:
Review of pre-implant cta¿s confirmed that the patient had an approximately 5cm max diameter taa located just distal to the lsa. Di stal to the taa, the descending thoracic aorta tapered down from 38mm to 33mm in the most distal CT slice. Review of angio images during implant revealed that the valiant mona lsa device was positioned into the arch and deployed just distal to the lcca. The branch stent graft was then seen deployed into the lsa. A 2nd valiant stent graft as then seen implanted distally, overlapping the mona lsa device with 3 covered stents and extending approximately 9 cm. The distal stent graft od measured approximately 35mm. No obvious endoleak or any other stent graft issues were observed. The stent grafts were patent. An x-ray images at discharge did not reveal any obvious stent graft issues. Review of cta¿s from 2-days post-implant revealed contrast outside the stent graft within the taa. The type of endoleak could not be determined. This may be a type ii as several possible vertebral arteries were visualized, or this may be a type IV. There appears to be good proximal and distal seals. The stent grafts are patent. No other stent graft issues were observed. Review of cta¿s from 1-month post-implant revealed contrast outside the stent graft; primarily seen along the medial and posterior wall of the taa. The exact type of endoleak could not be determined. Several possible vertebral arteries were visualized which may be feeding the taa. This potential type ii was most strongly evident near the distal end of the proximal device. The distal stent graft od measured approximately 37mm. The stent grafts were patent and no other stent graft issues were observed. The exact cause and type of endoleak reported could not be confirmed. However, this appears most likely to be a type ii endoleak.

Event description:
Additional information received from clinical confirmed the following information. A recent review by two aortic imaging specialist concluded that the endoleak is a type ii caused by multiple intercostals. No additional treatment is planned.